Event description:
Information received a smiths medical ambulatory infusion pumps/cadd cassette reservoirs - flow stop during the use of the product, leakage of medical fluid occurred in it. No patient injury.